Manufacturer narrative:
Exact date unknown, event occurred three months ago based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients ipg was too close to the ribs causing irritation. The patient underwent a revision where in the ipg was repositioned. The patient was doing well postoperatively.